Event description:
The patient was treated under the eyes and in the nasolabial folds with juvederm ultra. During the treatment, the patient stated that "it got cold, there was a rush of air." The patient's sinus cleared, then pain and pressure occurred in the area. Eight days later, the patient followed up with the physician's office and reported weakness in the right side of the face around the lips and surrounding area on the right side. The patient was prescribed dexamethasone, valtrex and pan-g. The patient was seen again two days later and the physician confirmed a slight droop on the right side by the lips. At that time, the patient reported a decreased sensation in the right side of the face and the physician prescribed hyaluronidase. The physician is concerned there may be possible damage to the buccal branch of the facial nerve.

Manufacturer narrative:
Medwatch sent to FDA on 10/30/2008.